Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that during the intraocular lens (iol) implantation surgery, the lens did not slide properly. Hence the lens was removed and replaced during the same procedure.

Manufacturer narrative:
Correction: on initial MDR the product code should have been a040603 instead of a140504. The manufacturer internal reference number is: (B)(4).